Event description:
It was reported that during a da vinci s hysterectomy procedure, the monopolar curved scissors (mcs) instrument was found to be splintering where the tip meets the shaft. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Additionally, the site confirmed that nothing fell into the patient during the surgical procedure. The customer reported malfunction does not itself constitute a MDR reportable incident, however, during internal evaluation of the instrument, engineering discovered the tip cover accessory to be installed on the mcs instrument. The tip cover exhibited evidence of an arcing event. Although no patient harm was reported, we assessed the evaluation results and conservatively decided to report our findings.

Manufacturer narrative:
Conclusions - the mcs tip cover accessory was returned and evaluated. Engineering found that there is a hole burned through the silicone of the tip cover accessory. The silicone exhibits localized melting around the hole, indicating an arcing event occurred. The size of the hole is approximately .014" in diameter and is located .036" from the silicone to sleeve interface. In addition, the tip cover has multiple mechanical tears directly above the hole as well as at the opposite side of the hole, near the sleeve interface and around the midpoint. The endowrist instruments for use (IFU) specifically states: general precautions and warnings: do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. A follow up MDR will be submitted if additional information is received.